Manufacturer narrative:
Investigation summary: qc was not performed before or after this event. The instrument is currently performing within qc specifications. The specimen was collected in an sampled from an edta, purple top tube. The plt result was printed with no flags. The plt histograms in both runs have typical shape of a log-normal curve, without indication of interference of any known type. In the file with 81 x 10 to third power cells/ul plt count, wbc histogram shows some interference in the front (4.2%). However, it was not sufficient to trigger the plt clump flag. Plt clumps are known interfering substance for this method. As per product labeling, beckman coulter inc. (Bci) does not claim to identifty every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of instrument results. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding a falsely low platelet (plt) result that was generated by the coulter lh 750 instrument. A patient sample was tested for plt and a result of 81 x 10 to third power cells/ul was obtained. The customer indicated that the plt result did not pass the delta check of the previous plt result of 131 x 10 to third power cells/ul. The original sample was vortexed and re-tested for plt. The repeated plt result was 159 x 10 to third power cells/ul. There was no change to patient treatment as a result of this event.